Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the capacitor did not charge efficiently with the original device battery. Hybrid analysis revealed the device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. Battery analysis revealed no internal battery shorting. Lithium severing was observed. The charge circuit timeouts resulted from increased battery resistance induced by the lithium severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had alerts triggered for charge circuit timeout and charge time was greater than thirty seconds. Of which the charge circuit became inactive, thus high voltage therapies were not available. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.